Event description:
.

Manufacturer narrative:
The MDR reporter was contacted on (B)(4) 2011 and her complaint details logged. Returned bags tested functional. A CAPA was assigned in (B)(4) 2011 to identify root cause for investigation into previous related complaints. Only the exterior of the synthetic rubber blue bag component has blue powder consistent with rubber oxidation termed "frosting" in the industry. No powder bags were identified in mercury medical warehouses. User's storage/staging environment subjected limited number of exposed bags possibly to uv radiation, ozone gas and heat (.018% of affected product over previous 2 years) irregularly oxidizing the exterior surface. A risk/exposure assessment and toxicity profile of the synthetic rubber demonstrated, using available information from product history, toxicological data, regulatory exposure limits and contracted experimental findings, that the risk of exposure to a chemical that exceeds an allowable exposure limit, or which poses a toxicological danger, is negligible. It was concluded that the device, for its intended use, is safe. With the information gained as a result of the investigation, mercury staff, including an independent medical doctor's opinion, conducted a health hazard evaluation and concluded that a product recall is not required. In addition, a fmea including a medical doctor's opinion concluded the risk to the patient and clinician is acceptable and no additional mitigation is required. Further attempts to contact the reporter were made via e-mail and by telephone but were unanswered. Returned devices were all cat #10-55223 CPR infant bags, lot #'s: 11179223, 11073223, 11138223, 11074223.